Manufacturer narrative:
Follow-up # 1 date of submission 8/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/03/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks and there was evidence of corrosion in the compartment. A leak test was performed and failed due to the battery compartment leak. The pump was opened and there was no further moisture damage found internally.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture: battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.